Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The returned product consisted of a guidezilla guide extension catheter and was bloody. Microscopic and tactile inspection of the tip, distal shaft, collar and hypotube were performed and revealed that there was partial separation at the collar, tip damage (misshapen), numerous kinks in the hypotube, and numerous kinks in the distal shaft. The inner diameter (ID) of the collar and tip could not be measured, due to the damage to the areas. Functional testing could not be done, due to the damage to the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the collar was broken into two pieces. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, the physician attempted to pass a non-bsc balloon through the guidezilla. However, the balloon became stuck in the collar. After trying several times, the physician pulled out the balloon and found the guidezilla collar was broken into two pieces. The broken pieces were pulled out with the guiding catheter and there no fragments were left inside of the patient's body. The procedure was completed with a different device. No patient complications were reported and patient's condition was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the collar was broken into two pieces. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A guidezilla guide extension catheter was selected for use. During the procedure, the physician attempted to pass a non-bsc balloon through the guidezilla. However, the balloon became stuck in the collar. After trying several times, the physician pulled out the balloon and found the guidezilla collar was broken into two pieces. The broken pieces were pulled out with the guiding catheter and there no fragments were left inside of the patient's body. The procedure was completed with a different device. No patient complications were reported and patient's condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the collar was broken into two pieces. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A guidezilla guide extension catheter was selected for use. During the procedure, the physician attempted to pass a non-bsc balloon through the guidezilla. However, the balloon became stuck in the collar. After trying several times, the physician pulled out the balloon and found the guidezilla collar was broken into two pieces. The broken pieces were pulled out with the guiding catheter and there no fragments were left inside of the patient's body. The procedure was completed with a different device. No patient complications were reported and patient's condition was stable.